Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg), interrogation of the device was not possible, the device did not respond to magnet mode and there was no pacing threshold. The ipg appeared to be end of service (eos) after approximately 11 years of service lifetime. Additional attempt to interrogate the device was not possible due to no telemetry connection. Device printouts indicated remaining longevity between one and 2 years, and eos unexpected. The ipg was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.